Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not updating patient information. The user stated that nurses had to manually add new patients each time they arrived on the floor, and discharged patients were not being removed from the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was giving incorrect volume. A technical support specialist (tss) connected to the station, checked station logs, and verified the station was in synchronization with the es server and current. No issues were found, and the customer confirmed the issue had already been resolved, so the case was closed. The system functioned as intended after the technical support specialist investigated the device.